Manufacturer narrative:
Based on the claim against the product by the customer noting a camera head rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding the rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Failure analysis also found additional observation not related to the reported issue: the endoscope was also visually inspected and manually tested by hand using a series of movement tests and failed. There was rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. Damage to the button pack assembly was also found. Visual inspection confirmed hairline crack(s) on the l/r button and lamp button of the button pack assembly and cosmetic damage. During an inspection of the endoscope cable integrated connector, the connector exhibited discoloration. A visual inspection confirmed discoloration of the housing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the camera head did not rotate. The procedure was completed as planned with no reported injury using a spare endoscope. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.